Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced or returned to the manufacturer for evaluation. A medtronic representative has not traveled to the site, so no further findings possible. The system is functioning normally after performing the motion calibration, and no further issues have been reported. No parts were replaced or returned for evaluation.

Event description:
A medtronic representative reported that when the imaging system was being started up, it displayed the "press 'm' to calibrate motion" message. The calibration process was completed and the issue was resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.